Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the patient had ketones, but an elevated blood glucose was not reported. Troubleshooting was not completed at the time of the call and the reporter could not be reached for additional information. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: the black box showed a pump reboot on 05/25/2015 at 20:34; pump was powered back on and insulin deliveries resumed 05/26/2015 at 08:47. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings during the 24hr duration testing. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.